Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It was reported antibiotic therapy (vancomycin and gentamicin) was discontinued 14 days after starting treatment. It was reported the patient was recovered from this peritonitis event (previously reported as not yet recovered). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was treated with vancomycin and gentamicin (doses, routes, and frequencies not reported) for the event. The cause of the peritonitis was unknown. The patient was eventually discharged from the hospital. At the time of this report, treatment was ongoing and the patient had not yet recovered from the peritonitis. No additional information is available at this time.